Event description:
User facility medwatch report received that states, "an elderly male in cath lab: abbott xience skypoint 2.75x15 drug eluting stent inserted would not cross the lesion. Upon removing the stent delivery system it was noted that the stent was not on the delivery system, and left in the body. A 1.5 emerge balloon was placed in the body, inflated and removed the dislodged stent. Patient to pacu in stable condition. Preparing patient now for discharge 1 day-post procedure. Stent placement due to coronary artery disease involving native coronary aretery of native heart with angina pectoris." No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: medwatch report # (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure; however, a conclusive cause for the reported stent dislodgement was unable to be determine. Additionally, the reported removal of foreign body was due to a stent dislodgement within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A4: updated to lbs from kg. E1: physician's name added and cath lab contact removed.